Event description:
A banana peel sheath was being inserted for therapeutic purpose in 2005. The sheath did not split properly and the physician needed to use scissors to cut the sheath away. Co attempts to obtain further details have been unsuccessful. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number.